Event description:
It was reported that the patient received a vibratory alert. Crosstalk was observed. Reprogramming the sensitivity resolved the issue. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).